Event description:
St. Jude medical hemostasis introducer broke during its removal. The broken piece was retrieved without difficulty. No harm to patient. The patient was discharged home the same day.